Event description:
A review of service data detected a reportable event. During servicing of battery pack sn (B)(4), the internal wiring of the battery was damaged. The last pt to use this battery pack did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. Upon evaluation the white battery wire was broken form the battery pca board. The root cause for the broken wire could not be positively identified, but the damage likely resulted form the battery impacting a hard surface. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.